Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a generator change due to eri. Noise was observed on the atrial lead. The atrial lead was inspected when the pocket was opened, and an insulation breach was noted. The atrial lead was capped and replaced by a competitor lead on (B)(6) 2021. The patient was stable; no adverse health consequences.